Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the technical service engineer (tse) and stated that the sp system would not accept the scope on the camera arm. The tse confirmed they have the camera icon and the customer reseated the sterile adapter on that patient surgical manipulator (psm). The scope still would not engage. The customer attempted to connect another scope with the same issue. The system immediately notified the customer to remove scope on the touchscreen. The customer re-draped the system and power cycled the system without resolving the issue. The customer was attempting to hold the scope in place during engagement, but it still failed to engage the scope. The customer stated there was a grinding noise coming from the manipulator. A third endoscope was not available. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. As a precaution, the fse replaced the patient surgical manipulator (psm) first since they didn't want to risk damaging the customer's camera or their own instruments by duplicating the issue. After the new psm was installed, the fse then programmed the nodes in service mode and started the diagnostic test engineering (dte) workflow process. The dte ran fine until reaching the health check which failed twice. They called into technical support and got some good advice to plug straight into the operating room integration I/o (oriio). After bypassing the sonic wall and plugging into the oriio, the fse was able to get the psm field replaceable units (fru) workflow to complete. From there they ran a test drive the system and performed an electrical safety check. Both of those went without any issue, so they had the customer bring in the camera which they attached to the system and plugged into the tower. Everything worked error free, so the fse took pictures of the tower monitor. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the scopes not engaging with the patient surgical manipulator (psm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. Upon receiving the patient side manipulator (psm), failure analysis (fa) noticed that the retention plate right spring pin was broken. On fa's system, a scope was installed, and then remove/reinstall camera message popped up multiple times on the touchscreen as it did in the field due to the broken spring pin. Fa will be regarding this as replication of the reported problem. On fa's psc fixture test platform (pftp) the psm failed the sterile adapter (sa) plunger check and preload sensor check. As a fix, the spring pins will be upgraded to a -04 revision and the psm will be upgraded to a -56. The sa housing and ssfm will also need to be replaced as part of the spring pin upgrade. The unit passed servo test, preload motor health check, brake spring test, brake repeatability test, clutch button check, sa engagement check, instrument sensor check, instrument engage spline, sine cycle, belt slip check, smoothness test, friction test, friction high-speed sweep, and backlash test. Additionally, the idm display was found to have burn-in. As a fix, the idm display assembly will be replaced. The psm will have the belt upgraded to assembly 372244-01 and be upgraded to -56. The following parts are changed for preventative maintenance: psm base: n/a, psm I/o: n/a, psm ins: eka grip shim, psm distal: n/a, and psm mp: n/a.